Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that no insulin flowed when using bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: material no.: 320144, batch no.: 8352659. It was reported that no insulin came through when the consumer primed the pen needle. Verbatim: consumer reported, last night, when she was priming her pen needle, no insulin came through.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that no insulin flowed when using bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: material no.: 320144 batch no.: 8352659. It was reported that no insulin came through when the consumer primed the pen needle. Verbatim: consumer reported, last night, when she was priming her pen needle, no insulin came through.